Manufacturer narrative:
The insulin pump had broken battery tube threads, scratched display window, scratched case and cracked reservoir tube lip. No damage noted on battery cap. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly.

Event description:
Customer was hospitalized due to vehicular accident. Customer was driving. The current blood glucose reading is 129 mg/dl. Customer stated that the insulin pump was damaged. The insulin pump has cracks and a piece is missing to the battery cap. Advised the customer that the insulin pump will be replaced. The customer was hospitalized for eight days due to an issue with his legs, he could not feel his legs. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.